Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference: 2017865-2017-35417. Related manufacture reference: 2017865-2017-35421. During follow-up, lead dislodgement was observed on the atrial, right ventricular, and left ventricular channel. The atrial and right ventricular leads were explanted and successfully replaced. The left ventricular lead was successfully repositioned. The patient was in stable condition.